Manufacturer narrative:
Retainer = clear. Customer returned the pump for alleged losing the time/date and time gain is greater than 1 minute per week found on (B)(6) 2021. The pump passed the self test and displacement test. Successfully downloaded the trace/history files using thus. Programmed the pump with the current time and date ((B)(6)2021 at 10:28) and monitored for thirteen (13) days. No unexpected time gain/loss noted or time changing on its own during monitoring period. The time and date function are performing properly. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, stained serial number label, and pillowing keypad overlay. Time clock anomaly is not confirmed. No unexpected time gain/loss noted or time changing on its own during monitoring period. The time and date function are performing properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated that time and date on the insulin pump changes without them changing it. Customer stated that they change to the correct date and time and sometimes within 1 hour the time changes from 10:00 to 22:00 hours. Customer stated that the gain was greater than 1 minute per week and was greater than 4 minutes per month. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.